Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device spontaneously burst after filling. The device was not overfilled. It was noted there was no patient harm. No other adverse patient effects were reported.

Manufacturer narrative:
This device was received for evaluation. Examination of the device confirmed that it had been breached, however, the cause of the breach could not be identified. Should additional information be received, a subsequent supplemental report will be submitted.